Event description:
On (B)(6) 2012, the distributor contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump did not detect the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history shows a "no cartridge detected" and one zero force loss of prime warning emitted 5 days after pump use. During testing, the pump failed to detect the cartridge emitting a "no cartridge detected" warning. The force sensor calibration test was unable to be performed due a load step failure. The pump was opened and a component was found to be misaligned on the printed circuit board. No other damage was found to the force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010-003-r. (B)(6).